Manufacturer narrative:
Date sent to the FDA: 06/15/2009. Broken pneumatic switch. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in 2009. The pneumatic switch assembly connector broke off of the back of the motor drive unit at the end of a case. No patient adverse patient consequences occurred.